Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that the stent delivery system (sds) met resistance with the patient¿s moderately calcified, mildly tortuous, and 90% stenosed lesion, resulting in the reported difficult to advance. Additionally, it is likely that manipulation of the sds, when resistance was met, resulted in material damage. Material damage would impact its integrity, likely contributing to the reported material rupture. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat the distal left circumflex coronary artery with moderate calcification, mild tortuosity and 90% stenosis. Pre-dilatation was performed with a 2.25mm trek balloon dilatation catheter. The 2.25x28 xience skypoint stent delivery system was advanced with resistance felt from the anatomy. The balloon was inflated once to 3 atmospheres when a rupture occurred. Another xience skypoint stent was used to continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.